Event description:
The suspect device was used to check the pt's blood glucose and a result of 200+ mg/dl was obtained. Insulin was given and later the pt experienced hypoglycemia and was non-responsive. Paramedics were called and they tested their glucose on their meter and the level was 50 mg/dl. They were transported to the hosp and admitted. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.